Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement, eri triggered on (B)(6)-2013.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-58 implantable pacing lead implanted: 2002 (B)(6); 5076-52 implantable pacing lead implanted: 2002 (B)(6). (B)(4).

Event description:
It was reported that the patient was hospitalized with shortness of breath and chest pain. It was noted the device had triggered elective replacement indicator (eri) and changed to vvi 65. The device was reprogrammed to ddd. The customer question why the device had tripped eri when the battery voltage is now above the eri voltage. The device remains in use. No patient complications have been reported as a result of this event.